Manufacturer narrative:
No root cause was found during the investigation. The plate met all specifications. Date of event - the specific day is unknown, however the system doesn't allow us to only indicate month and year. The correct date of event we want to report is (B)(6) 2019.

Event description:
Patient experienced pain since (B)(6) 2019 and therefore revision surgery was done on (B)(6) 2019; during this surgery it was found that a section of the maxilla plate was broken.